Event description:
The system 7 pin collet was returned to stryker instruments for service and loose metal shavings were found during cleaning. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event of metal shavings was duplicated. Upon disassembly, no internal components were found to be damaged or worn; therefore, it is likely the reported event of metal shavings was due to user error or cleaning practices.

Manufacturer narrative:
Failure analysis is ongoing; additional information will be submitted once the results analysis is complete. Failure analysis is ongoing; additional information will be submitted once the results analysis is complete.

Event description:
The system 7 pin collet was returned to stryker instruments for service and loose metal shavings were found during cleaning. There was no patient involvement and no adverse consequences associated with the device.